Event description:
Follow up information received identified the patient's scs ipg was replaced with a new one. Postoperative, all was well and the patient had good therapy again.

Manufacturer narrative:
Additional device information has been requested but not received. The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient did not recharge the scs ipg for eight months. Consequently, the ipg battery depleted and the ipg became inoperable. Surgical intervention may be taken to replace the patient's scs ipg.